Event description:
It was reported, "during the last part of the operation the surgeon mr. (B)(6) went to take out the uterine manipulator. As he was doing this the balloon came off the instrument. He then had to separately remove the balloon.." It was also reported, "no injury to patient".

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review showed that lot 1111151 was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The complaint device was not available for evaluation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is considered inconclusive. A potential cause of this complaint is application of force during removal of the uterus which exceeded its intrauterine balloon/cervical cone pull off strength capability. A contributing factor in the procedure could be not releasing the locking mechanism and retracting the blue vaginal cone prior to removing the device. This would increase resistance and allow the vcare shaft to pull through the cervical cone, detaching the intrauterine balloon. The risk associated with this complaint is mitigated in the IFU, instructions for use, which states, "unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been retrieved from the patient." Without examination of the actual device, there is no conclusive proof that the suspect device failed to meet specifications during the procedural treatment of the patient, a hysterectomy. The suspect device is not conclusively at fault for the incident, the incident has been determined most probably user-related. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as most probably use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.